Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke in half during the case. It was recovered from the pt cavity and the other part of the needle still stuck in the device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).